Event description:
It was reported that the patient is deceased. The patient was in surgery for the repair of an abdominal aortic aneurysm (aaa). The aaa graft was closed. The patient received a shock from the device, the repaired aneurysm ruptured and the patient expired. The cause of death was a ruptured aorta.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information from the physician have been unsuccessful.